Manufacturer narrative:
The device was explanted and returned to med-el headquarters, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Over the years more and more electrode channels had to be disabled due to high impedance. No trauma was reported. Eventually there were 4 active electrode channels left. The performance was reportedly satisfactory but it was decided to re-implant. The patient underwent re-implantation surgery on (B)(6) 2015.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Over the years more and more electrode channels had to be disabled due to high impedance. No trauma was reported. Eventually there were 4 active electrode channels left. The performance was satisfactory. Recently it was decided to re-implant. The patient underwent re-implantation surgery on (B)(6) 2015.